Manufacturer narrative:
(B)(4). Batch # n53455. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the manual mode was tried and it failed, was the device locked with the jaws closed and the manual override failed to open the device? Did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? The analysis found that one psee60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button and the manual override worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during setup for a nephrectomy procedure, the device failed to function in battery mode. Manual mode was tried and it failed as well. The device did not come into contact with the patient and an alternate like device was used to complete the procedure with no patient consequences reported.